Manufacturer narrative:
Device evaluation: the device related to the reported events of capsular contracture and rupture was received on december 16, 2025, with lot number 3377506. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: not observed through visual inspection. None of the other observations performed during the device analysis (creases, wear abrasion and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "no complaint against the device". Healthcare professional later reported "capsular contracture", baker grade unknown via device tracking form. Healthcare professional later reported "intracapsular rupture". This record is for the left side. The device has been explanted and replaced. The device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture", baker grade unknown and "intracapsular rupture". The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade unknown.

Event description:
Healthcare professional reported "no complaint against the device". Healthcare professional later reported "capsular contracture", baker grade unknown via device tracking form. Healthcare professional later reported "intracapsular rupture". This record is for the left side. The device has been explanted and replaced. The device will be returned.